Manufacturer narrative:
Literature citation: "kei miyamoto, yuichi kondo, katsutoki simizu (gifu municipal hospital spinal centre), hiroshi nakamura, yukihiro sirai, yusuke sasai, takatoshi yamamoto, hisayuki aoto (orthopaedic department, gifu municipal hospital), atsuyuki mori, hiromi otsuka (prosthetic joint centre, gifu municipal hospital) ", "16 study of indication, outcomes, complications and issue of xlif/olif in our hospital" (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filling this MDR for notification purpose.

Event description:
It was reported in an abstract that total of 36 patients underwent lumbar interbody fusion (oblique lumbar interbody fusion/extreme lateral interbody fusion). 1 anterior longitudinal ligament injury was observed intra-op. It was treated by conservative treatment, and no sequelae were observed during follow up period.